Event description:
It was reported that a spectrum iq infusion pump failed rate accuracy 3 times during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, "failed rate accuracy x 3" was reproduced. Evaluation sent device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 vtbi with the results of 42.723 and failing error percentage of 6.8075%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel . The pressure plate travel require readjustment and the m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h11 (clarification): an overinfusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.